Event description:
It was reported that during a bypass procedure, the device fired funny, a crack noise was heard and it could not be opened after firing. Another device was used to cut that part of the tissue off. A third device was used to complete the procedure. No patient impact reported. No other details are known.

Manufacturer narrative:
Instrument b: batch # e5rt9g, exp date: 09/30/2013; 10/30/2008; the analysis results found that the lts60a device a was received with the firing trigger handle broken and with no reload present. The device opened and closed without any difficulties noted. No further functional testing was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found. While no conclusion could be reached on how the firing trigger handle broke, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. The analysis showed that the lts60a device b was received in good visual condition and with a blue reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device opened and closed without any difficulties noted. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No additional functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The batch record was reviewed and no anomalies were noted during the manufacturing process.